Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned unit was contaminated, and the flange was detached from the main tube stem. It was reported that a rupture of the tracheostomy tube cannula occurred in the patient's trachea after a week of usage. A portion of the cannula remained stuck with a broken cannula, leading to the patient being transferred to intensive care medicine. Upon admission, the patient was stable on the respiratory plane with a saturation of 98% under 3 liters per minute of oxygen, showing no signs of respiratory distress, cyanosis, or dyspnea. The patient was hemodynamically stable with a blood pressure of 100/60 mmhg and was fully conscious, coherent, and oriented. In the operating room, an ent specialist found a broken outer shirt obstructing the trachea and performed a change of the cannula. There were no complications from the procedure. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a rupture of the tracheostomy tube cannula occurred in the patient's trachea after a week of usage. A portion of the cannula remained stuck with a broken cannula, leading to the patient being transferred to intensive care medicine. Upon admission, the patient was stable on the respiratory plane with a saturation of 98% under 3 liters per minute of oxygen, showing no signs of respiratory distress, cyanosis, or dyspnea. The patient was hemodynamically stable with a blood pressure of 100/60 mmhg and was fully conscious, coherent, and oriented. In the operating room, an ent specialist found a broken outer shirt obstructing the trachea and performed a change of the cannula. There were no complications from the procedure.